Event description:
It was reported after the venous catheter was inserted into the patient, there was swelling where the PICC tube in the right upper arm walked, and the patient reported pain. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2781 showed no other similar product complaint(s) from this lot number.